Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4). No samples or photos are available for evaluation. Unfortunately, as a result, bd is unable to verify the reported issue or defined a root cause at this time. Production record review was unable to be completed as no batch/lot information was provided. No further actions are required. This failure mode will continue to be tracked and trended.

Event description:
Material no.: 930815. Batch no.: unknown. It was reported that there was orange on the backside of the label. Per email: I received a call from a customer who described that there was "a lot of orange on the label on the backside" of the chloraprep applicator. Contact details are below. Name: [omitted]. Call back number: [omitted]. Email address: [omitted]. Facility: [omitted]. Bd product #/catalog ref #? 930815. Lot #? Unknown. Samples? 5 affected.